Manufacturer narrative:
The device was used in treatment. During the implant planning stage, the upper right screen diagram of the femur superior button was pressed and the screen went blank and went back to the connect camera/foot pedal screen. Case log files and screenshots were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that the system gave a "segmentation fault" while on the gap planning screen.

Event description:
It was reported that in tka case, during implant planning stage, the upper right screen diagram of the femur superior button was pressed and the screen went blank and went back to the beginning with connect camera/foot pedal screen. Had to recalibrate and re-do all of the implant planning that was already completed.